Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 82 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation or postural difficulties, osteolysis, synovitis, joint laxity and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Event description:
It was reported via legal documentation that approximately 82 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, ambulation or postural difficulties, osteolysis, synovitis, joint laxity and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2023-02318. Concomitant devices: tibial tray trpzd logic (cat no. Unknown, sn (B)(6), 3 peg patella (cat no. Unknown, sn (B)(6), tibial insert (cat no. Unknown, sn (B)(6), optetrak logic spacer tib (cat no. Unknown, sn (B)(6), stryker simplex hv w/ gent bone cement x 2.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 6 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient experienced pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2024-03518; 1038671-2023-02318 the revision reported was likely the result of prosthesis wear of the tibial insert and patella component, in addition to loosening of the femoral component and patella component, as stated in the revision operative notes. The aseptic (non-infected) loosening was likely due to an insufficient bond between the implants and the bones. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or radiographs were provided.